Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 12 previously reported events are included in this follow-up record. Product return status 10 devices were received. 2 devices were not available for evaluation. Event confirmation status 10 reported events were confirmed; the cause was traced to component failure. Evaluation results 10 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device had paint chips missing. 12 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter. Product return status: 10 devices were received. 2 devices investigation type have not yet been determined. Evaluation status: confirmed. 10 reported events were confirmed during testing. 10 devices were found to be affected by missing paint chips. In progress: 2 device evaluations are in progress. Additional information: 12 devices were not labeled for single-use. 12 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device had paint chips missing. 12 events had no patient involvement; no patient impact.